Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device from left fallopian tube into the uterine cavity/ migration and malposition of the device") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("menstrual pain"), abdominal pain lower ("cramping"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vaginal discharge ("abnormal vaginal discharge"), vaginal infection ("abnormal vaginal infections"), anxiety ("anxiety"), weight increased ("weight gain"), dysgeusia ("metallic taste in mouth") and rash ("rashes"). The patient was treated with surgery (she underwent a surgery to remove the essure device and hysterectomy and salpingectomy (B)(6) 2017). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the device expulsion and procedural pain outcome was unknown and the genital haemorrhage, dysmenorrhoea, abdominal pain lower, pelvic pain, abdominal pain, vaginal discharge, vaginal infection, anxiety, weight increased, dysgeusia and rash was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, device expulsion, dysgeusia, dysmenorrhoea, genital haemorrhage, pelvic pain, procedural pain, rash, vaginal discharge, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirming full occlusion of fallopian tubes on (B)(6) 2015, hysterosalpingogram showed confirming proximal migration of the device from left fallopian tube into the uterine cavity. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the device from left fallopian tube into the uterine cavity/ migration and malposition of the device') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, frequent headaches, migraine, hepatic lesion and obesity. Concurrent conditions included sepsis, hepatic lesion and uterine fibroid. Concomitant products included butalbital;caffeine;paracetamol (fioricet) and sumatriptan (imitrex). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced genital haemorrhage ("heavy bleeding / abnormal bleeding (general) / intermittent bleeding"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"), 5 months 9 days after insertion of essure. On (B)(6) 2017, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("menstrual pain"), abdominal pain lower ("cramping"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vaginal discharge ("abnormal vaginal discharge"), vaginal infection ("abnormal vaginal infections"), anxiety ("anxiety"), dysgeusia ("metallic taste in mouth"), rash ("rashes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), endometriosis ("endometriosis"), pain ("stabbing pain"), abdominal distension ("bloating") and abscess ("abscess") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2017-hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, procedural pain, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dyspareunia, fatigue and abscess outcome was unknown, the genital haemorrhage, pain and abdominal distension had resolved, the dysmenorrhoea, abdominal pain lower, pelvic pain, abdominal pain, vaginal discharge, vaginal infection, anxiety, weight increased, dysgeusia and rash was resolving and the endometriosis had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abscess, anxiety, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain, pelvic pain, procedural pain, rash, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in the dates of insertion and removal dates as previously reported insertion date as (B)(6) 2015 and removal date as (B)(6) 2017, an in pfs reported only for salpingectomy on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: confirming full occlusion of fallopian tubes. Diagnostic results: on (B)(6) 2015, hysterosalpingogram showed confirming proximal migration of the device from left fallopian tube into the uterine cavity. (B)(6) 2015-hysterosalpingogram, impression: left fallopian tube abnormal peritubal diverticular spaces consistent with salpingitis isthmica nodosa, sequel of prior infection or endometriosis. Dilated and patent distal fallopian tube/ampulla. The essure device has migrated proximally. Right fallopian tube; the essure device is in place and the tube is occluded. (B)(6) 2015 hysterosalpingogram (as per mr) conclusion: the right fallopian tube is occluded. Contrast passes into the left fallopian tube. Concerning the injuries reported in this case, the following ones were reported via social media, abdominal pain, pain, pelvic pain, migraines, endometriosis.¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device from left fallopian tube into the uterine cavity/ migration and malposition of the device") and genital haemorrhage ("heavy bleeding / abnormal bleeding (general) / intermittent bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included sepsis, hepatic lesion and uterine fibroid. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 1 year 9 months after insertion and 1 day after removal of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("menstrual pain"), abdominal pain lower ("cramping"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vaginal discharge ("abnormal vaginal discharge"), vaginal infection ("abnormal vaginal infections"), anxiety ("anxiety"), weight increased ("weight gain"), dysgeusia ("metallic taste in mouth"), rash ("rashes"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), endometriosis ("endometriosis"), pain ("stabbing pain") and abdominal distension ("bloating"). The patient was treated with surgery ( (B)(6) 2017-hysterectomv with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, procedural pain, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dyspareunia and fatigue outcome was unknown, the genital haemorrhage, pain and abdominal distension had resolved, the dysmenorrhoea, abdominal pain lower, pelvic pain, abdominal pain, vaginal discharge, vaginal infection, anxiety, weight increased, dysgeusia and rash was resolving and the endometriosis had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain, pelvic pain, procedural pain, rash, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in the dates of insertion and removal dates as previously reported insertion date as (B)(6) 2015 and removal date as (B)(6) 2017, an in pfs reported only for salpingectomy on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirming full occlussion of fallopian tubes on (B)(6) 2015, hysterosalpingogram showed confirming proximal migration of the device from left fallopian tube into the uterine cavity. (B)(6) 2015-hysterosalpingogram, impression: left fallopian tube abnormal peritubal diverticular spaces consistent with salpingitis isthmica nodosa, sequel of prior infection or endometriosis. Dilated and patent distal fallopian tube/ampulla. The essure device has migrated proximally. Right fallopian tube; the essure device is in place and the tube is occluded. (B)(6) 2015 hysterosalpingogram (as per mr) conclusion: the right fallopian tube is occluded. Contrast passes into the left fallopian tube . Concerning the injuries reported in this case, the following ones were reported via social media, abdominal pain, pain, pelvic pain, migraines, endometriosis,¿ most recent follow-up information incorporated above includes: on 29-may-2018: pfs and medical record received. Medically confirmed case. Reporter added.concomitant drugs were added. Events vaginal bleeding, menorrhagia, migraines, headaches, nausea, dyspareunia, fatigue, endometriosis, stabbing pain, bloating added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the device from left fallopian tube into the uterine cavity/ migration and malposition of the device') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, frequent headaches, migraine, hepatic lesion and obesity. Concurrent conditions included sepsis, hepatic lesion and uterine fibroid. Concomitant products included butalbital;caffeine;paracetamol (fioricet) and sumatriptan (imitrex). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced genital haemorrhage ("heavy bleeding / abnormal bleeding (general) / intermittent bleeding"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"), 5 months 9 days after insertion of essure. On (B)(6) 2017, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("menstrual pain"), abdominal pain lower ("cramping"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vaginal discharge ("abnormal vaginal discharge"), vaginal infection ("abnormal vaginal infections"), anxiety ("anxiety"), dysgeusia ("metallic taste in mouth"), rash ("rashes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), endometriosis ("endometriosis"), pain ("stabbing pain"), abdominal distension ("bloating") and abscess ("abscess") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2017-hysterectomv with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, procedural pain, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dyspareunia, fatigue and abscess outcome was unknown, the genital haemorrhage, pain and abdominal distension had resolved, the dysmenorrhoea, abdominal pain lower, pelvic pain, abdominal pain, vaginal discharge, vaginal infection, anxiety, weight increased, dysgeusia and rash was resolving and the endometriosis had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abscess, anxiety, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain, pelvic pain, procedural pain, rash, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepancy noted in the dates of insertion and removal dates as previously reported insertion date as (B)(6) 2015 and removal date as (B)(6) 2017, an in pfs reported only for salpingectomy on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: confirming full occlussion of fallopian tubes. Diagnostic results: on (B)(6) 2015, hysterosalpingogram showed confirming proximal migration of the device from left fallopian tube into the uterine cavity. (B)(6) 2015 - hysterosalpingogram, impression: left fallopian tube abnormal peritubal diverticular spaces consistent with salpingitis isthmica nodosa, sequel of prior infection or endometriosis. Dilated and patent distal fallopian tube/ampulla. The essure device has migrated proximally. Right fallopian tube; the essure device is in place and the tube is occluded. (B)(6) 2015: hysterosalpingogram (as per mr) conclusion: the right fallopian tube is occluded. Contrast passes into the left fallopian tube. Concerning the injuries reported in this case, the following ones were reported via social media, abdominal pain, pain, pelvic pain, migraines, endometriosis,¿ most recent follow-up information incorporated above includes: on 5-jun-2020: pfs received new reporter information , new event added abscess was added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.